Event description:
It was reported that the patient was experiencing loss of stimulation due to lead had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. Upon inspection of the explanted lead a fracture near the clik anchor was noticed. The explanted lead will be returned.

Manufacturer narrative:
Sc-2317-50 sn: (B)(6). The returned lead was analyzed and it was found that visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was two centimeters from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes the reported event was confirmed. It appeared that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure. Sc-4318 ln: 22264001. The returned clik x anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation: upn: (B)(4), model: sc-4318, serial: na, batch: 22264001.

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. Upon inspection of the explanted lead a fracture near the clik anchor was noticed. The explanted lead will be returned.